Event description:
It was reported that there was an air-in-line sensor failure. There was air seen in the administration set distal to the air-in-line sensor, although the air-in-line alarm did not alarm and stop the infusion. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had ail sensor alarm failure was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an air-in-line sensor failure. There was air seen in the administration set distal to the air-in-line sensor, although the air-in-line alarm did not alarm and stop the infusion. There was patient involvement but no harm.

Manufacturer narrative:
Omit: e2401, insufficient information, f24, insufficient health impact information. Additional information: imdrf annex e and f codes. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had ail sensor alarm failure was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: describe event or problem. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an air-in-line sensor failure. There was air seen in the administration set distal to the air-in-line sensor, although the air-in-line alarm did not alarm and stop the infusion. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an air-in-line sensor failure. There was air seen in the administration set distal to the air-in-line sensor, although the air-in-line alarm did not alarm and stop the infusion.